Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to open and close was not confirmed. The difficult to remove is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely during foot closure the foot caught tissue causing the difficult to remove leading to the vessel damage when forcibly removed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - adverse event problem: medical device problem code 2017/ against resistance the additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using 3 prostyle devices with a 6f sheath after a diagnostic procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first device. With the 2nd and 3rd devices, removal was met with resistance. Upon removal, it was noted that the feet remained partially open. The prostyle suture knots were successfully advanced to the vessel wall and tightened; however, hemostasis was not achieved as vessel damage had occurred. Upon deployment of a non-abbott device, hemostasis was achieved. Additional treatment for the vessel damage was not required. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.